Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was 543 mg/dl at the time of incident and the current blood glucose level was 398 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization. The customer stated that the symptoms related to high blood glucose such as vomiting. Customer reported the insulin pump passed the displacement test but was unable to perform the self test for high performance test due to blue clamp. The insulin pump will not be returned for analysis.